Manufacturer narrative:
Corrected data: based on additional information received, it was found that this report was duplicate report of initial MDR 3012236936-2022-02436. There will no longer be any further reporting under MFR report number 3012236936-2023-00029. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a defect on the lens. There was patient contact. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as there was no indication that the lens was implanted. If explanted, give date: not applicable, as there was no indication that the lens was implanted. Catalog number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Unique identifier (UDI) number: unknown, as the serial number was not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Multiple attempts were made to obtain additional information regarding the event; however, no additional information was available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.